Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the casette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse(rn) contacted fresenius technical support to report a fluid leak from the cassette door of the liberty select cycler. There was also a puddle underneath the cycler. The rn stated that the fluid leak occurred last night and today after trying three different cassettes. The fresenius technical support representative issued a replacement cycler and advised that the patient should discontinue using the machine. It was indicated that an alternate treatment option was unavailable. Upon follow up, the pdrn indicated the cycler belongs to the clinic and is used for training. The patient was receiving treatment at the time of the event. Treatment was completed with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and has continued using it for peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and the category and lot numbers are unavailable. The reported cycler has been returned to the manufacturer for physical evaluation.